Event description:
A duracell 3 volt battery used for telemetry devices was discarded into a container used to store other discarded 3 volt batteries. The container was stored on the floor at the nurses' station. The staff heard a loud sound & debris shot from the container onto the ceiling & surrounding areas. The remnants of the battery were returned to duracell. Rptr was advised to store discarded batteries in packaging that prevents the metal areas of any battery from touching metal areas of other batteries.